Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead has been showing over sensed noise signals and high, out of range (oor) pacing impedances that abruptly went to those oor values and has remained there. The ra noise has been mirrored on the shock electrogram (egm), nonetheless this is not over sensing as the device uses only the pace/sense egm for timing and detections. The shock impedance and rv impedances are stable. According to the physician, they will not be replacing the lead until there is a loss of sensing or patient is symptomatic. No adverse patient effects were reported.